Manufacturer narrative:
The siemens technical support center (tsc) contacted the customer. The customer confirmed that the operators were not injured by the incident. The instrument is performing within specifications.

Event description:
A bio-waste tube of a dimension vista 500 instrument splashed into the faces of two operators. The operators washed their faces. Blood samples were drawn for (B)(6) tests. There are no known reports of injury or adverse health consequences for the operators due to the incident.